Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although the e226/227 communication error was not reproduced, it could have temporarily occurred due to the following; breakage or disconnection of the image sensor unit (caused by stress from repeated use, external factors, or handling), and/or failure of the parts mounted on the electrical circuit board such as the integrated circuit chip/capacitor. The event can be detected by following the instructions for use (IFU) which state: "3.8 inspection of the endoscopic system [inspection of the endoscopic image] confirm that the endoscopic image is displayed normally in wli and nbi observation. 1.before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2.observe the palm of your hand in the wli and nbi endoscopic images. 3.confirm that light is output from the endoscope¿s distal end. (See figure 3.23) 4.adjust the brightness level as appropriate. 5.confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6.turn the angulation control levers slowly in each direction until it stops. 7.confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported that during a preparation for use of an unknown therapeutic procedure, error code b226 (scope communication error) was displayed on the endoeye flex deflectable videoscope while being used with the video system center. The same problem happened again when the scope was attached to another video system. The intended procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated, and the reported issue of the b226 error message was a sporadic failure. The failure could not be confirmed, but its occurrence was likely. Additional issues were identified during the device evaluation: the adhesive part at the bending section had a chip, and scratches were found on multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.